Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The customer's quality control (qc) and calibrations were within range at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse adjusted the dilution tray wash unit (dwud) and ran wash2. The cse found the reaction tray wash unit (wud), aspiration probes 2,3 and 4 were clogged. The cse replaced the tubing and cleaned the probes. The cse ran calibration and qc, resulting within range. The cse performed a total service call. The cause of the discordant, falsely elevated carbon dioxide results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated carbon dioxide results were obtained on a patient sample on an advia 1800 instrument. The initial results were not reported out to the physician(s). The customer repeated the same sample (diluted) on the same advia 1800 instrument, resulting elevated. The customer repeated the same sample on an alternate instrument, resulting lower. The customer repeated the same sample on a second alternate instrument, resulting lower. It is unknown if the repeat results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated carbon dioxide results.